Event description:
It was reported that "revised due to tibial wear and loosening and poly wear".

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00843.